Manufacturer narrative:
Vyaire complaint number: (B)(4). The sample was received for evaluation. The vyaire technician evaluated the device and performed tests. The reported complaint was confirmed through the events log and duplicated during functional check. The cause was identified as solenoid failure. Root cause is being investigated under co #(B)(4).

Manufacturer narrative:
Vyaire complaint number (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed transducer fault, motor fault, and ventilator inoperable upon start-up. The customer confirmed that there was no patient involvement and no patient harm associated with the reported event.